Event description:
Case description: investigational results: name: novopen 4, batch number: yug1167. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novopen 3, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case have been updated with the following: is non-reportable, malfunction, qc result, qc comment updated. Final report ticked. Expected date of follow up removed. Imdrf codes added. Evaluation inlight updated. Narrative updated accordingly.//kwpq. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. (B)(6) 2024: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. H3 continued: evaluation summary: name: novopen 3, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood glucose. [Blood glucose increased] during injection, the pens were slippery. [Device dislocation] during injection, the pens were slippery. The dosage injected was not enough. [Device delivery system issue] during injection, no medication came out. [Device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "high blood glucose (blood glucose increased)" with an unspecified onset date, "during injection, the pens were slippery.(device slipped)" with an unspecified onset date, "during injection, the pens were slippery. The dosage injected was not enough.(inaccurate delivery by device)" with an unspecified onset date, "during injection, no medication came out.(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novopen 3 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and bmi(body mass index) were not reported. Dosage regimens: novopen 4: novopen 3: medical history was not provided. On an unknown date, during injection, the pens were slippery. The dosage injected was not enough. The pens could be pushed, and no medication came out. After the hotline instructed the patient to handle the pen, the medication liquid came out. The patient didn't accept it. On an unknown date, patient was hospitalized(onset and discharge date not reported) due to high blood glucose recently(units and values not reported). Batch numbers: novopen 4: yug1167. Novopen 3: unknown. Action taken to novopen 4 was not reported. Action taken to novopen 3 was reported as product discontinued. The outcome for the event "patient was hospitalized due to high blood glucose.(blood glucose increased)" was not reported. The outcome for the event "during injection, the pens were slippery.(device slipped)" was not reported. The outcome for the event "during injection, the pens were slippery. The dosage injected was not enough.(inaccurate delivery by device)" was not reported. The outcome for the event "during injection, no medication came out.(device failure)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available. Since last submission the case have been updated with the following: nfi updated in narrative.